Event description:
Asr revision recommended; right; asr xl ; reason(s) for revision: pain; revision date unknown. Update - added revision date, taken from claimsuite dated 2nd september 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
Asr revision recommended. Right. Asr xl. Reason(s) for revision: pain. Revision date unknown. Update - added revision date, taken from claimsuite dated 2nd september 2014. Update received 11th september 2014. (B)(4) is a duplicate of this com. Attachment has been added to this com and the duplicate com has been sent to void. Com amended to clinical trial and reference number added. Patient year of birth added. Additional reasons for revision added. Stem added. Reason(s) for revision: (B)(4) periprosthetic osteolysis of internal prosthetic joint, component loosening (cup), soft tissue damage, pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.